Manufacturer narrative:
During the use of the 6f/7f mynxgrip vascular closure device (vcd), resistance was felt while entering the vessel therefore it was removed. There was no reported patient injury. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open, and the advancer tube and the sealant were observed to have been deployed on the catheter shaft, with the sealant covering the balloon¿s proximal tip as received. The procedural sheath and syringe were not returned with the device. The returned device atraumatic wire distal tip was inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. Per functional analysis, without the return of the procedural sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported failure could not be made. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product, and the device was able to be inserted/advanced through the lab introducer sheath without issue. Per microscopic analysis, there were no damages noted. A product history record (phr) review of lot f1927002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath" was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The procedural sheath was not returned, and therefore a complete physical investigation could not be performed. Procedural factors, such as damage to the procedural sheath, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
During the use of the 6f / 7f mynx grip vascular closure device (vcd), a resistance was felt while entering the vessel therefore it was removed. There was no reported patient injury. The device is expected to be returned for evaluation. Additional procedural details were requested but are unknown.